Manufacturer narrative:
The reported complaint did not alleged patient injury or any adverse event. The handpiece used by the user facility have activation issues. The facility had a spare handpiece and were able to perform the procedure without any delay of treatment. Bovie have determined that the reported event did not represent a risk. Report was submitted to follow up with facility report sent to the FDA report # (B)(4).

Event description:
Complaints alleged that during laparoscopic ablation procedure the j-plasma handpiece was not working properly. No patient injury resulted from the event.